Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. No reported impact to the customer¿s blood glucose. Customer added insulin to the cartridge and loaded it successfully.